Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel switches are not functioning. There were no reports of patient harm.

Manufacturer narrative:
During the technical assistance center (tac) communication with the customer, it was determined that the customer had chosen the wrong user which is why the custom button was not working. The customer was asked to go into user settings to confirm how many users are in the menu. It was reported 2 and immediately saw they had chosen the wrong user. The correct user was selected, checked all functions and were working properly. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the facts obtained from the investigation, it is presumed that custom button did not work because wrong user was selected unintentionally. Olympus will continue to monitor field performance for this device.